Event description:
We have received numerous service calls on our stryker intouch zoom beds. The number one call is the bed will stall or shut down. After trying different battery vendors and going back to the manufacturer's recommended battery, no battery performed on a consistent basis in correcting the issue. We actually shorten our pm frequency from the mfg's two year schedule to a once per year schedule. When switching to a the one year we would see some improvement initially but then return to numerous calls on beds stalling. One our technicians notice all the batteries that were being used would have to have the wire connector bent almost to a 90 degree position to fit in the battery component. The technician ordered a different battery that allowed a flat connection point that eliminated this bend position. One bed was trialed with this new battery configuration and no stalling was reported. With the beds coming up for there annual pm, we replaced all the batteries with this new battery configuration. We have reduce dramatically the number of service calls related to beds stalling. We have pics that are attached to this report that will illustrate the improvement. Manufacturer response for hospital bed, intouch critical care 2141 zoom drive (per site reporter). The mfg recommended to use their recommended mfg batteries. Same stalling issues were identified.